Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported migration of partial clip movement. The recurrent mr appears to be related to the partial clip movement. Mr is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. An xtw clip was implanted, reducing mr to a grade of 1. On (B)(6) 2024, the patient returned to the hospital for a follow up appointment. Echocardiography showed the implanted clip had partially detached from the posterior leaflet, causing mr to increase to a grade of 3-4. On (B)(6) 2024 an additional mitraclip was performed. One clip was implanted, reducing mr to a grade of 1.